Event description:
It was reported that on (B)(6) 2013, an emergency procedure was performed, during which lesions were noted in the 1st diagonal branch and the distal left circumflex artery (lcx). A 2.5 x 14 mm non-abbott stent was implanted in the 1st diagonal branch. A 2.5 x 15 mm xience prime stent was implanted in the distal lcx with one inflation at 8 atmospheres (atm) for 30 seconds and another inflation at 14 atm for 30 seconds. Intra-vascular ultra sound (ivus) was performed and the patient was discharged from the hospital the next day. On (B)(6) 2013, the patient fell over at a shopping center and was transported to the hospital under cardiac arrest with cardiopulmonary resuscitation (CPR) being performed. However the patient was dead. The cause of death was reported to be suspicion of myocardial infarction (mi). No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. Patient effects of cardiac arrest, death, and myocardial infarction, as listed in the xience prime everolimus eluting coronary stent system instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.